Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe sensor error. The issue was discovered during a service check and there was no patient involvement.

Manufacturer narrative:
One medfusion pump was received with the top case chipped on the corners and the bottom case gasket damaged. The event history log was reviewed and there were no alarms relating to the reported issue were found. An occlusion test was performed and all sensors were checked and tested. The calibration of all sensors were verified and passed. The reported syringe error alarm was unable to be duplicated. The device operated within specification and there was no fault found with the returned pump.